Event description:
It was reported that during heartmate 3 implant the unlock mechanism was out of position. It was verified before being locked in place that no yellow line seen. The outflow graft was sutured to the ascending aorta anastomosis. During the de-airing process, echocardiogram showed a lot of air in the left ventricle (lv) and the heart. Several attempts were made to minimize air. The surgeons looked at the connection between the pump and the apical cuff and detected an air leak. The pump was unlocked from the apical cuff with the unlocking tool. The pump was properly disengaged from the apical cuff. The pump was inspected by both surgeons to ensure the ring was not bent on the locking mechanism. The locking mechanism verified that it was pulled out completely. It was tried a second time to engage the pump to the apical cuff. The locking mechanism was closed with no yellow line seen. The air leak was still detected. Through this the right ventricle (rv) was having issues. A new pump kit was opened and a second pump was used on the patient. The locking mechanism was verified to be pulled out completely. The pump was then engaged to the original apical cuff. The pump locked, the yellow line was seen, and no air leak was detected. The surgical team commenced with weaning of cardiopulmonary bypass and increased speed on the new hm3. There were no issues with the new pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not revealed a device related issue and the cause of the reported air leak could not be determined. The pump was returned assembled with the pump cable intact. Visual inspection of the cuff lock assembly and sealing ring found no evidence of damage or defect that would have contributed to the reported event. Dimensional analysis of the cuff lock arms, sealing ring, and motor cap found the components to be within manufacturing specification. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. It was reported that no air leak was observed when the backup pump was implanted. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The de-airing the pump section provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Prolonged de-airation may be due to inadequate blood supply to the lvad or a leak in the cannulae. Step 11 of the de-airing section stated that if air persists in the sealed outflow graft for a prolonged period (more than 5-10 minutes), rule out leaks at the inflow cannula/pump connection. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.